Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 failed to stay close. A field service engineer (fse) replaced pyxis bus board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, aux drawer 7 was failed to stay close. Customer tried to reboot/ recover the storage space, but issue wasn¿t resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients and user able to get medication from the pharmacy. However, there were no adverse events or injuries reported based on this event.